Manufacturer narrative:
A partial lead was returned for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6) 2018. The right atrial lead had exhibited lead noise and the right ventricular lead exhibited low and out-of-range impedance. During the procedure, the physician noted some lead-to-can abrasions on both leads. The leads were removed and replaced. The patient is doing well and will continue to be monitored.

Event description:
Correction: procedure occurred on (B)(6) 2018.